Event description:
The customer called to inquire about how often the mec should be tested and stated that they have not been testing the mec prior to processing a load. The customer was informed to test the mec prior to processing each load. There have been no have been no reports of injury to any patient.

Manufacturer narrative:
The IFU states that: cidex opa solution test strips are developed exclusively for monitoring the minimum effective concentration (mec) of cidex opa solution. It is recommended that cidex opa solution be tested daily before each usage with the cidex opa solution test strips in order to guard against using solution below its mec of 0.3%.

Manufacturer narrative:
(B)(4). The manufacturing report# is associated to a minntech product. The complaint product cidex opa, catalog number 20390 is correct. The original complaint was open for a minntech aer and then the product was changed to cidex opa (an asp product). Initial report has the correct product, but an incorrect manufacturing report #. (B)(4), medwatch 2084725-2010-00313.